Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was powering itself on without any user interaction and it would have to be manually powered off. As a result, the device's internal batteries may become prematurely depleted and the device may not have enough power to provide adequate defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control sent the customer a replacement charge-pak. The customer installed the replacement charge-pak in their device and confirmed that it resolved the reported issue. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was powering itself on without any user interaction and it would have to be manually powered off. As a result, the device's internal batteries may become prematurely depleted and the device may not have enough power to provide adequate defibrillation therapy if needed. There was no patient use associated with the reported event.